Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the smart device notification that (B)(6) is turned off occurred. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of the smart device notification that (B)(6) is turned off could not be determined. A root cause could not be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.